Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient had a full vns replacement on (B)(6) 2013 due to end of service, "increased lead impedance", and lack of efficacy. No other information has been provided.